Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video colonoscope ec38-i10cl. In the event reported the user stated the image was foggy. This defect was detected in the workshop during inspection. There is no adverse event reported with this complaint. No additional information was provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is import for export, therefore 510k is not applicable. However, similar model is available for sale in the us ec38-i10cl-us with 510k-k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with (B)(4)-MDR decision backlog management plan.